Event description:
It was reported that during a distal pilon fracture procedure the surgeon had difficulty getting two separate 2.7mm variable angle self-tapping locking screws to lock to the 7-hole 2.7mm variable angle locking compression fibula plate. The surgeon moved away from the two holes to the far right to the next available hole with the same screws and gained satisfactory fixation with the plate. The two holes were left unused and the procedure was completed using that plate. There was a twenty-five minute delay while the surgeon tried several other plates and screws to check the locking mechanism of the plate. It was confirmed that it was just the two variable angle locking holes in the anterior distal end of the plate that was the issue. The patient status was fine and the procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.